Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found within the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from dutch to english: we noticed a particle in the syringe. This seemed to be stuck to the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-jun-2022 . H6: investigation summary two samples along with two photos were provided to our quality team for investigation. It was noted that one of the photos provided does not correspond to reported material number 300629. Through visual inspection of the other photo, a brown particle was observed to be embedded in the syringe. The returned samples were evaluated and no particles or embedded material was noted in either device. A device history review was performed for reported lot 2202121, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, this defect can occur due to material generation during the molding process , embedding within the product l as seen in the photo provided.

Event description:
It was reported that foreign matter was found within the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from dutch to english: we noticed a particle in the syringe. This seemed to be stuck to the syringe.